Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: the electrode heats up and turns on when the buttons are not pressed the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be probe short (fluid ingress). A broken/damaged bond of the polyimide and suction tubing causing a leak to the pcb can lead to a short circuit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the device was continuously activating.